Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor displayed a co2 calibration error message. The product was changed out. There was 10cc amount of blood loss. The surgery was completed successfully.